Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Device received but remains under investigation.

Event description:
The needle would not come off of the endoscope. Then the bottom piece of the needle broke off into the scope when trying to unscrew it. Another g60992 was used to finish the procedure. Additional question answers 21apr2026 what was the target location? - pancreas what is the scope manufacturer and model number that was used? - olympus ¿ gf-uct180 were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? - no if not with the device in question, how was the procedure performed and/or finished? - second clearcore needle was used without biopsy valve cap this time. Did the patient require any additional procedures as a result of this event? - no if the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? - handle end (proximal end) was gaining access to the target site difficult? - no was force required on insertion of device into scope? - no was resistance felt while inserting the device through the scope? - no when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? - when trying to remove needle from scope. Was the endoscope in a flexed or twisted position at any time during the procedure? - no was the stylet partially removed when advancing the needle into the target site? - yes was the syringe used during the procedure, after the stylet was removed? - yes was difficulty experienced while retracting the needle? - no was it possible to be fully retract before removing the needle from the patient? - yes how many samples were obtained (passes completed) with this needle? - 1 did any section of the device detach inside the patient? - no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? - no